Event description:
It was reported that this artificial urinary sphincter (aus) had fluid loss from the balloon. The existing device was explanted and replaced. There were no patient complications reported.